Manufacturer narrative:
MDR(B)(4)/ initial 3 of 3 e1: name: name: tandem country: united states of america street: 11045 roselle street street 2: suite 200 city: san diego state: california zip code: 92121 based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380

Event description:
It was reported that the patient faced an infusion set bent cannula event on (B)(6)2026. The insertion site was the abdomen, and infusion set was in use for one day. Patient also experienced high blood glucose level at the time of the event and patient took injection via multiple daily injection to resolve the issue.